Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined the cause of the power issue was due to the battery pins. Physio replaced the battery pins and after observing proper operation through functional and performance testing, the device was returned to the customer for use.   (B)(4).

Event description:
The customer contacted physio-control to report a non-critical issue on their device.  There was no patient use associated with this event. Upon evaluation of the customer's device, physio observed that it was not able to remain powered on when using a half charged battery in battery well 1.